Event description:
The device was used to perform a stapled hermorrhoidectomy. Later the pt was re-presented to the o.r. With bleeding. On inspection the staple line was found to be the cause of the bleeding where the instrument had cut and fired unformed staples (i.e. Staples were present but did not close). On reflection, the dr recalled the red safety switch was stiff to open. The dr had to oversew the mucosa to control the bleeding. The case was completed with a like device with no pt consequence.